Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0209057536, implanted: (B)(6)2015, explanted: (B)(6)2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the date of onset was (B)(6)2015. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209057536, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient's lead migrated. The cause of the event was unknown. No diagnostics or troubleshooting was done. A revision was done to explant and replace the lead. Following the revision, the issue was resolved. The patient was alive with no injury. The patient's indication for use is idiopathic functional incontinence since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.